Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).

Event description:
A patient reports that he underwent lasik surgery, regarding which he stated there was unfortunately some complication and the laser was required to be reused 3 times. The patient records that he now has severe astigmatism. The surgeon was contacted regarding this event and stated that there was never an issue with the laser and never an instance when it shut off during a procedure. Additional information has been requested.